Event description:
The device was returned for a downstream pressure sensor (dsps) failure. Upon performing a mock infusion, the dsps was unable to detect a downstream occlusion. An internal investigation was confirmed and found several defects. Firstly, one of the screws holding the fva to the housing was completely loose and found having fell onto the rear housing. The threading for that boss is fully intact and the fva was able to be properly seated. The fva pins were excessively contaminated, the lip seals are to be replaced. There were also early signs of ingress as the rear cover o ring was beginning to buckle. Contamination was cleaned.

Event description:
The following has been reported: biomed reported: cassette reload error message on screen. No patient or user harm was reported. No active infusion stoppage was reported. A preliminary review of the logs identified the following issue: sensor hardware failure (dsps sensor). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.